Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during laser vision correction procedure and while laser was firing there was suction loss right before side cut. A bubble was noticed under the epithelium of the right eye between 12-1 o¿clock. Surgeon decided to convert the patient to photorefractive keratectomy on a later date. It was reported that surgeon believed event was due to a false suction. Surgeon mentions that there is no side cut. However, they mention it looks like the depth of side cut was at epithelium level and not at 120um as programmed.